Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. H6 component code: appropriate term/code not available (g07002) used to capture no findings available.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. Follow-up is being conducted to obtain the legal contact information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records and x-ray films received on (B)(6) 2019. Doi: (B)(6) 2016; dor: unknown; right knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Added patient code allergic reaction (due to a confirmed nickel allergy on (B)(6) 2020) and musculoskeletal stiffness (based on the adverse events on (B)(6) 2018).